Manufacturer narrative:
Result: faulty head-end sensor coil cord.

Event description:
It was reported by service report that the head-end lift was stuck in a high height position and unable to lower. It is unknown if there was patient involvement. However, no adverse consequences were reported.